Event description:
A vns programming physician reported that their handheld computer, when the physician performed an interrogation, the screen will freeze on ¿interrogation successful¿ and he has to wait several minutes before it displays the results of the interrogation. The handheld was returned for analysis. During the analysis it was identified that the handheld was unable to operate using main battery power. The cause for the anomaly is associated with a swollen main battery. Once the battery was replaced with a known good battery, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device malfunction occcurred but did not cause or contribute to a death or serious injury.